Event description:
It was reported by a customer on (B)(6) 2011 the laser system experienced a "safety shutdown." Per the customer, the laser system was unable to be used. Also, it was reported the procedure was cancelled.